Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving fentanyl and marcaine via an implantable pump for unknown indications for use. The drug concentration and dose rate for both fentanyl and marcaine were not specified. It was reported that the patient had been having issues with the pump for the last 2 weeks. It was further reported that on (B)(6) 2024 the patient reported that they didn't feel their bolus doses as they normally do. The patient stated that sometimes they would feel the boluses but not at the correct time. The healthcare provider stated that it was such a large difference that the pain would get better but then it would get worse. The healthcare provider also stated that there was a volume discrepancy on (B)(6) 2024. It was further noted that the pump time was always off and an error code 303 was indicated. A time change occurred on (B)(6) 2023 and it was 3 mins off. On (B)(6) 2024 it was 56 minutes ahead. On (B)(6) 2024 they were anticipating a time c hange, and the pump clock was 1 hour and 5 minutes behind the programmer clock. The healthcare provider stated that yesterday ((B)(6) 2024) they were unable to aspirate the 3 to 5 ml of cerebrospinal fluid (csf) and the patient had volume discrepancy. On (B)(6) 2023 it was 18. 5% and in january it came down to 15. 9%. At the time of the report, it was reviewed that the pump is expected to be at 14.5% plus or minus. The healthcare provider was to replace the catheter within a week or two and wanted to know if the pump should be replaced or not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 8781 lot# 0207398755 implanted: (B)(6) 2024 product type catheter product ID a810 software version: 1.1.413 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: 0207398755, ubd: 2015-08-29, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative on 2024-apr-10. The model 8637-40 pump, with serial number (B)(6), was implanted on (B)(6) 2022. The model 8781 catheter, with lot number 0207398755, was implanted on (B)(6) 2014. The version of the synchromed ii application software being used regarding the pump time having been off and did not match programmer was 1.1.413. At a pump refill on (B)(6) 2023 the expected reservoir volume (erv) was 4.6 ml and the actual reservoir volume (arv) was 8.6 ml). At a pump refill on (B)(6) 2023 the erv was 6.4 ml and the arv was 12.6 ml). At a pump refill on (B)(6) 2023 the erv was 4.9 ml and the arv was 10.5 ml. They had been monitoring volume discrepancies, with noted decrease in flow % error on the most recent pump refill. Following the catheter check, no bolus dose was given due to an inability to aspirate 3 to 5mls of cerebrospinal fluid (csf). The patient was advised that they may have symptoms of withdrawal. The patient was provided with rx for oral dilaudid to help manage pain. The patient was also advised to seek medical attention with any questions and/or concerns. A wellness check was completed with the patient the following day. The reported signs and symptoms of withdrawal. An increase in oral dilaudid was ordered to help manage the patient¿s pain the patient was aware if unable to manage withdrawal symptoms at home to go into emergency room for assessment. A wellness phone call was done 2 days later, and the patient reports withdrawal symptoms were gone and their pain was better managed which now required less dilaudid (oral) for breakthrough pain. However, they were only able to notice some bolus doses and not others. Regarding the cause of the inability to aspirate, volume discrepancies, worsening pain, and patient not having always felt boluses, the physician believed the issues were likely related to an occluded catheter tip, as x-ray showed correct placement of catheter tip. Regarding the cause of the pump time having always been off / did not correspond with the clinician programmer, it was indicated that they were questioning this and had concern with reliability of pump battery. They were awaiting further guidance from the manufacturer on if they think entire system should be replaced after accessing specialized logs. The pump and catheter were currently still implanted as of (B)(6) 2024 it was not determined if the entire device system would be replaced or just the catheter. The plan was for the patient to visit the operating room on either (B)(6) 2024 or (B)(6) 2024.

Event description:
Additional information was received from a foreign healthcare provider. The pump and catheter were explanted. The date (B)(6) 2024 is considered an approximate date of pump explant (specific month and year known only). The pump and catheter fragments were to be returned to the manufacturer for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0207398755 explanted: (B)(6) 2024 product type catheter product ID a810 lot# product type software e3 update/correction: the initial reporter's occupation was changed from other to nurse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the annex a code a26 and annex g code g04105 were not previously applied in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The event including volume discrepancies, withdrawal symptoms, pain / chronic back pain, and patient noticing some boluses and not others was resolved.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0207398755, implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type catheter product ID a810, unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2024-may-22. The pump and catheter were removed and replaced on (B)(6) 2024 due to pump malfunction and obstruction of catheter. The patient outcome was unknown.

Manufacturer narrative:
Product ID 8781 lot# 0207398755 explanted: (B)(6) 2024 product type catheter; product ID a810 lot# / serial# unknown version: 1.1.413, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2024-may-06. The pump and catheter were explanted on (B)(6) 2024. It was clarified that the reason for pump explant was regarding a query of the integrity of the pump r/t recurrent service code 303 (caution: pump is out of sync with programmer time) upon interrogation of the pump. Cerebrospinal fluid aspiration was successful in operating room (or) during implant of new system. Following or, the patient¿s rate of infusion was decreased by 50% for safety purposes. It was indicated that during telephone follow-up with patient on (B)(6) 2024, the patient reported surgical pain and continued chronic back pain. The patient was taking dilaudid orally, as prescribed by the physician to manage the same. The patient had agreed to contact the clinic with any questions and/or concerns. The spinal segment of catheter was not removed from spinal space, so it was not possible to determine if there was an occlusion at the tip. It was further noted that regarding the volume discrepancies at pump refills and inability to aspirate cerebrospinal fluid, the cause had not been definitively determined. The plan was to follow-up with the patient on (B)(6) 2024 to determine if their pain is better managed with the new pump and catheter system.

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_cath lot# unknown. Product type catheter product ID a810 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving fentanyl and marcaine via an implantable pump for unknown indications for use. The drug concentration and dose rate for both fentanyl and marcaine were not specified. It was reported that the the patient had been having issues with the pump for the last 2 weeks. It was further reported that on 2024-jan-24 the patient reported that she didn't feel her bolus doses as she normally does. The patient stated that sometimes she would feel the boluses but not at the correct time. The caller stated that it was such a large difference that the pain would get better but then it would get worse. The healthcare provider also stated that there was a volume discrepancy on (B)(6) 2024.  It was further noted that the pump time was always off and a error code 303 was indicated. A time change occurred on (B)(6) 2023 and it was 3 mins off.  On (B)(6) 2024 it was  56 minutes ahead.  On (B)(6) 2024 they were anticipating a time change and the pump clock was 1 hour and 5 minutes behind the programmer clock. The healthcare provider stated that yesterday ((B)(6) 2024) they were unable to aspirate the 3 to 5 ml of cerebrospinal fluid (csf) and the patient had volume discrepancy. On (B)(6) 2023 it was 18. 5% and in (B)(6) it came down to 15. 9%. At the time of the report it was reviewed that the pump is expected to be at 14.5% plus or minus. The healthcare provider was to replace the catheter within a week or two and wanted to know if the pump should be replaced or not.

Manufacturer narrative:
H3: the pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The catheter was returned in three segments that included the sutureless connector, anchor, proximal catheter segment, and distal catheter segment. As received, an indissoluble occlusion was identified regarding the proximal catheter segment that could not be broken loose. Therefore, pressure testing was performed on either side of the occlusion, and the catheter was found to be patent with no leaking seen. Analysis of the catheter revealed damage to the transition tube. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s medical history included chronic pain, osteoarthritis. The pump administered fentanyl with concentration 3000 mcg/ml and bupivacaine with concentration 30 mg/ml.